Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple blood glucose (bg) levels ranging from 42 mg/dl to less than 50 mg/dl. Reportedly, the customer required assistance from family members to treat bg level. No additional information was provided.